Event description:
It was reported that a model 102 generator was unable to get signal. No additional or relevant information has been received to date.

Event description:
The patient underwent a generator replacement. The explanting facility will not return to manufacturer. They discard in pathology.